Event description:
It was reported that a user experienced a dexcom g7 pairing failure with the ilet pump, after which the user replaced the g7 sensor and successfully paired to the replacement sensor. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no need for medical care. Investigation included user interview and review of complaint details. Investigation of this case revealed a transient pairing failure of the continuous glucose monitoring interface, with normal function restored after sensor replacement, and no device hardware malfunction identified on the ilet. It was concluded, based on previously established findings for similar reports, that the cause was connectivity-related factors consistent with known pairing behavior between third-party cgm and the pump.